Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h6: visual inspection: the viper2 final tightener driver (p/n: 286745550, lot number: so2042931 ) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip had broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h4. H6. Investigation summary customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The images were reviewed, and the complaint condition could be confirmed as the distal tip of the device was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number so2042931 was released in a single batch. - batch1: lot was released on 06 sep 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion procedure the surgeon was performing a t4-l2 pedicle screw fusion on a (B)(6) female patient at shriners hospital for children in shreveport, la. Once expedium verse screws, 320 mm cocr pre-bent rods & expedium verse unitized set screws were placed, the surgeon proceeded with his derotation maneuvers, compression, distraction & final tightening of the unitized set screws. The surgeon uses the following instruments for final tightening: (1) viper 2 final tightener handle, torque limiting, that is pre-calibrated to 80 in. Lbs., (2) viper 2 final tightener shaft & (3) verse counter torque handle with verse facilitator. While final tightening the verse unitized set screws on the patient's left-sided rod, the tip of the viper 2 final tightener shaft broke off in the unitized set screw. The surgical tech handed the surgeon a replacement viper 2 final tightener shaft, and he proceeded to final tighten the next unitized set screw. While performing this step, the tip of the 2nd viper 2 final tightener shaft broke off in the subsequent unitized set screw. Both tips were removed from the patient. There was no surgical delay. Fragments were generated and easily removed. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: 320 mm cocr pre-bent rod (part# 1967-91-320, lot# unknown, quantity unknown), expedium verse unitized set screws (part# 199721-001, lot# unknown, quantity unknown), verse counter torque handle (part# 2997-04-255, lot# unknown, quantity unknown), verse facilitator (part# 2997-04-205, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for one (1) viper2 final tightener driver. This report is 1 of 2 for (B)(4).